Event description:
Extremely dull "botox" needles, elimination of "luer lock" safety feature, redesign of this product is inferior to old switched to a different product after 2 tries - worked fine. No adverse outcome.